Event description:
Patient has experienced elevated blood glucose for the past 3 weeks and believes the insulin delivery of the infusion device is too low. Patient reported blood glucose was 300 mg/dl at lunch time on (B)(6) 2011. He delivered a correction bolus, and 1.5 hours later, blood glucose was 430 mg/dl. Patient tested negative for ketones. He changed all of the supplies and delivered a correction bolus through the infusion device. Blood glucose decreased to 136 mg/dl in the evening but was elevated again at 220 mg/dl the following morning. Patient was able to control elevated blood glucose by himself. The cartridge and infusion tube are changed every 5 days and the infusion needle every 1 day. Correct type of battery is used, and infusion device was not exposed to water or electromagnetic fields. Patient did not have an infection or start new medication, and normal blood glucose is 100-130 mg/dl. Infusion device was replaced and requested for evaluation. Patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.